Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100; error code 13-1033-149. Customer wanted to know if he flashed the unit will it fix this code. I explain to the customer that it might fix the problem if it doesn't then it's the logic board that needs to be replaced. The customer said ok and ended the call.